Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the ventilator's flow rate was inconsistent and a failure of the device's dump valve potentiometer was observed. The ventilator's digital board and dump valve potentiometer were replaced to address the issues.